Event description:
It was reported that during an abdominal surgical procedure, this pacemaker device exhibited pacing inhibition greater than 2 seconds, while electrocautery in use. The device was unable to be interrogated after the abdominal surgery, due to telemetry noise. The patient was admitted to hospital for evaluation of device. At this time the device remains implanted. No adverse patient effects were reported. Additional information was received indicating that the patient has been hospitalized for an extended period of time due to complications from abdominal surgery. The pacemaker device is functioning correctly at this time, and a back-up external pacemaker is programmed as a bradycardia back up at vvi-30. The device remains implanted. No adverse patients effects were reported. New information was received indicating that this device was explanted. A new device was implanted. The explanted device will be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an abdominal surgical procedure, this pacemaker device exhibited pacing inhibition greater than 2 seconds, while electrocautery in use. The device was unable to be interrogated after the abdominal surgery, due to telemetry noise. The patient was admitted to hospital for evaluation of device. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating and pacing in safety mode. There was no memory dump, no tsr and no latitude data available. The device was opened, and visual inspection looked normal. The firmware was corrupt an external power supply set to 2.810v was connected to the pg and new firmware was downloaded. After the firmware was downloaded and the power supply removed, the battery voltage was monitored with an oscilloscope during a latitude 3300 quick start telemetry. The battery voltage dropped to 0.840v and flat lined over 20 seconds. Bench analysis of battery voltage at 0.769v during high impedance resistor test is evidence of high battery impedance. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during an abdominal surgical procedure, this pacemaker device exhibited pacing inhibition greater than 2 seconds, while electrocautery in use. The device was unable to be interrogated after the abdominal surgery, due to telemetry noise. The patient was admitted to hospital for evaluation of device. At this time the device remains implanted. No adverse patient effects were reported. Additional information was received indicating that the patient has been hospitalized for an extended period of time due to complications from abdominal surgery. The pacemaker device is functioning correctly at this time, and a back-up external pacemaker is programmed as a bradycardia back up at vvi-30. The device remains implanted. No adverse patients effects were reported. New information was received indicating that this device was explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. The device was returned, and analysis completed.